Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that 6 weeks ago, stimulation was not the same as before. Increasing stimulation reportedly did not help. The patient as currently on program 1 at 1.4 volts and did not see the lightning bolt. The patient turned on stimulation and increased to 2.6 volts; felt stimulation vaginally. It was noted that the patient had rectal prolapse.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va078uw, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Follow up information reported that the patient received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved. Appointments of (B)(6) 2013 (trial phase start date) and (B)(6) 2013 (date of implant) were noted. If additional information is received, a follow up report will be sent.